Event description:
It was reported that there was an issue with nr494k - tibia offset stem d14x172mm cementless. According to the complaint description, the implant loosened postoperatively. Initial implantation of enduro rev. Ktep left was on (B)(6) 20022. Change of tibial component is planned with a tibial offset stem. Revision of the knee joint is scheduled for the beginning of december. Additional information has been requested. The adverse event is filed under aag reference 100031964 (400578790).

Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Investigation results: visual investigation: this case was also discussed with a specialists from the product management and development department. In addition a consultation took place with the responsible surgeon. Several x- ray figures were provided to us. The explants show outwardly no serious visible deviations. Furthermore in the provided condition the explants show no tissue and or bone residues. The thread of the tibia stem shows little material abrasions. As well as the interface of the tibial component to the stem shows little visible material deformations/abrasions. The gliding surface of the meniscal component shows also little scratches and imprints. Explanation and rationale: according to the quality standard and DHR files a material defect and production error can be excluded. According to the provided x-ray figures and according to the responsible physician/surgeon it can be assumed that the patient had several bone defects/a bad bone situation. According to the surgery report from (B)(6) 2020, the patient had multiple previous surgeries on the knee (among others, previous loosening of a femoral component -> enduro system). Furthermore according to the treating physician/surgeon, there is only limited insight/cooperation on the part of the patient with regard to the treatment specifications. Too early loading on the implant paired with also too high loading possibly contributed the mentioned implant failure. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability 2(5) of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
Associated medwatch reports: (B)(4) (9610612-2022-00361) nr494k. Involved components: (B)(4) - nb011k/enduro tibial comp.offset cemented t1 - lot 52566080. (B)(4) - nb038k/enduro tibia hemi-wedge t1 16mm rl/lm - lot 52509256. (B)(4) - nb028k/enduro tibia hemi-wedge t1 16mm rm/ll - lot 51621217a. (B)(4) - nr884m/enduro meniscal component f2 18mm - lot 52515805. (B)(4) - nr860k/enduro locking nut f/rotation axis - lot 52494129.

Event description:
Update: revision was on (B)(6) 2022; exchange of tibial component and replacement was performed. The intial surgery on (B)(6) 2020 had included a debridement, and then filling of defect with spongiosa-chips. Wedges were used and implants cemented with copal g & c 1 x 40 ml. Associated medwatch reports: (B)(4) (9610612-2022-00361) nr494k. Involved components: (B)(4) - nb011k/enduro tibial comp.offset cemented t1 - lot 52566080. (B)(4) - nb038k/enduro tibia hemi-wedge t1 16mm rl/lm - lot 52509256. (B)(4) - nb028k/enduro tibia hemi-wedge t1 16mm rm/ll - lot 51621217a. (B)(4) - nr884m/enduro meniscal component f2 18mm - lot 52515805. (B)(4) - nr860k/enduro locking nut f/rotation axis - lot 52494129.